Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6) a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from january 7, 2015 to january 8, 2015. The device was received for evaluation. A visual inspection revealed a black mark on the reservoir of the device. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark in the balloon of a small volume intermate. This was noted before patient use. The device was filled with aztreonam. There was no patient involvement. No additional information is available.